Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen for their device was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2013 with the following findings: there was no evidence of any display issue recorded in the black box history. The pump powered up and the display was fully functional. No defect was found when the device was opened and inspected. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.